Event description:
It was reported that the patient presented for an unrelated procedure. During procedure, the right ventricular lead exhibited insulation breach. The physician repaired the lead and it remained in use. After the procedure, the lead exhibited noise. The patient would be continued to be monitored. The patient did not experience any adverse consequence.